Manufacturer narrative:
(B)(4). No conclusion code available. Failure observed during analysis. A partial lead with the connector pin measuring 15.3cm was returned for analysis. External insulation abrasion was noted at 14.2-14.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.